Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - after 2 sequential falls - patient dislocated reverse total shoulder and was taken to the operating room. Upon revision surgery it was discovered that the poly disassociated from the humeral stem and spacer. It was determined that poly overhang over the stem caused the insert to disassociate and them later dislocate off the stem.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-01325; 509-02-436, s817 - dissociation, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.